Event description:
It was reported the gastrointestinal videoscope had foreign material coming out of the distal end. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2, e3, g2, h3, h4, h6, and h11 were updated. Based on the results of the investigation, the presence of foreign material was confirmed. The foreign material was black liquid, but its identity and root cause could not be determined. There were no deviations from the instruction manual in the reprocessing steps. The instruction manual identifies verbiage with detection and prevention methods associated with reprocessing in gif/cf/pcf-190 series: chapter 5 reprocessing the endoscope. " olympus will continue to monitor field performance for this device.